Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use, a crack was found on the neck flange of a tracheostomy tube. The tube was then exchanged for a new device. There was no patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for investigation. The manufacturing process was reviewed and found effective to detect the reported malfunction. The reported damage would have been detected during the manufacturing process.